Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The patient experienced severe hemodynamic instability (with systolic blood pressures in the 60s) and pericardial effusion was noted approximately 10 minutes later and pericardiocentesis was performed with 350ml fresh blood drained from the pericardial space.the patient was treated with intravenous(IV) pressor medication, blood transfusion, and a temporary pacemaker was prophylactically inserted, venously. An ultrasound confirmed complete drainage of pericardial effusion. The patient was transferred back to intensive care unit (ICU) in stable condition, fully awake, hemodynamically stable, with resolution of st elevations and with no more IV medications. The patient was discharged on 6/3/2016. No additional information was provided. Concomitant medical products: guide wire: whisper ms; guiding catheter: medtronic 6fr ebu 4.0; stent: 3.5x12 rx xience alpine; sheath: cordis 6fr 12cm; vessel closure: 6f proglide. The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of bradycardia, hemorrhage, hypotension, perforation, additional therapy/ non-surgical treatment, treatment with medication(s), and pericardial effusion are known foreseeable events. Based on the information reviewed, there is no indication of a product quality issue. The other xience alpine 3.5x12 device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that on 6/1/2016, a 3.5x12 rx xience alpine stent was advanced via right femoral access, over a non-abbott guide wire, through a non-abbott guiding catheter, and was deployed at 12 atmospheres (atm) held for 14 seconds, in the 70% stenosed proximal left anterior descending (lad) coronary artery just before the diagonal branch takeoff; the femoral access site was closed successfully using a 6f proglide vessel closure device. While no device issue occurred with the 3.5x12 rx xience alpine, the patient experienced chest pain and electrocardiogram (EKG) changes immediately post-procedure while recovering. The patient was transferred back to the cath lab, an angiogram was performed, and evidence of a spiral dissection going down to the lad was noted. Thus, an attempt to cross the site was made using a hi-torque balance middleweight (bmw) universal 190cm guide wire, but this wire failed to cross due to patient anatomy; there were no adverse patient effects and no clinically significant delay due to the failure to cross. An unspecified whisper ms wire guide wire crossed the dissection and pre-dilatation was performed using a 2.0x15 mini trek otw balloon. A 2.5x38 xience alpine stent was then deployed in the mid lad with no device issues; an angiogram revealed a perforation at the proximal edge of this stent. A 2.8x16 rx graftmaster covered stent was then deployed with a maximum pressure or 18 atmospheres, sealing the perforation. As there still remained a significant amount of dissection between the two stents (from the 3.5x12 rx xience alpine stent), a 3.0x23 xience alpine stent was deployed, overlapping both stents, with excellent angiographic result.